Event description:
During the product evaluation, it was discovered that channel a went into a fail code 804:22 while running the accuracy test. This failure code interrupted delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version for this device (B)(4) categorized as unremediated.

Manufacturer narrative:
(B)(4). The device evaluation is still in progress. A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed and duplicated. The assignable cause was a defective uim pcb (user interface module printed circuit board). The uim pcb has been replaced. Additional: a service history review revealed that this device was not previously serviced for the reported condition.

Manufacturer narrative:
(B)(4). The trend review information was inadvertently omitted in the follow-up medwatch report 6000001-2010-04038 001. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.